Event description:
It was reported while using the bd micro-fine ultra¿ pen needle the needle was found to be blocked. The following information was provided by the initial reporter: customers has experienced a few issues with the below product. They use the needles for insulin and they bend very easily therefore unusable. The customer has also found some of the need to be blocked.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd micro-fine ultra¿ pen needle the needle was found to be blocked. The following information was provided by the initial reporter: customers has experienced a few issues with the below product. They use the needles for insulin and they bend very easily therefore unusable. The customer has also found some of the need to be blocked.